Event description:
It was reported that a patient underwent a breast surgery procedure on (B)(6) 2010, and a drain was used on the patient. The day after the surgery the drain was discovered by the nurses to have no suction. The bulb reservoir and drain connector was replaced with a new bulb reservoir and drain connector, after which, the reservoir and the drain functioned normally. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). Failure to drain. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00151. The same patient is represented in each medwatch.